Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2004 - the pt underwent surgery to repair a ventral hernia and was implanted with a bard e/x mesh. Approximately four months later the pt presented to the ER and was diagnosed with an infection at the surgery site. On (B)(6) 2004 - the pt underwent another surgical procedure to remove the e/x mesh and to treat abdominal suture granuloma. On (B)(6) 2004 - the pt underwent surgery for "recurrent ventral hernia lower midline." Surgical notes indicate there was existing "marlex mesh" in the upper midline which was assessed as "stable". During this same procedure a bard composix kugel hernia patch was implanted to repair the hernia. Per the patient's attorney, the pt continued to have complications and additional surgical procedures including removal of any possible residual e/x mesh.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Medical records have not been provided by the attorney. It is alleged that the pt suffered from an infection which is known as possible adverse reaction listed in the IFU. In regards to infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." We have contacted the initial reporter to request add'l info and to request return of the device for evaluation is still available. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If add'l event and/or evaluation info is obtained, a follow up MDR will be submitted. The composix kugel mesh implanted on (B)(6) 2004, was reported to the FDA in accordance with (B)(4).